Event description:
On (B)(6) 2009, the patient reported that for the last few weeks, his insulin infusion device has made an abnormal vibration noise. He stated, he is concerned about the noise but states his device is accurately delivering insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.